Manufacturer narrative:
Product complaint # (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "during a hypospadias repair procedure the needle was popping off multiple sutures". Could you please confirm the quantity of devices that presented this issue (needle pull off from suture) during this procedure? What was being done when the pull off occurred (e.g. Removal from package, during passage through tissue, during tying, etc.)? The product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned devices. Visual analysis of the returned samples determined that an opened box with four unopened samples of product code j576g were received for evaluation. Visual inspection of the unopened samples and no defects were found on the package. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects or damage were observed. A functional test was performed and the pull force was above the minimum requirements. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number qgmaxl, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent a hypospadias procedure (B)(6) 2021 and suture was used. During the surgery, the needle was popping off multiple sutures. Another like device of a different lot was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.